Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure that recoverable error 23013 occurred against the left master tool manipulator (mtm). The ports had not been placed in the patient when the issue occurred. The intuitive tech support engineer (tse) reviewed the system logs and found several 23013 and 23008 errors against axis 1 of the left mtm. The tse instructed the caller to reboot the system using the emergency power off function. The issue persisted and it was not possible to recover the fault. The surgeon decided to abort the procedure to a different system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "error 23013". Errors 23013, 23008 were confirmed in the logs and replicated on the surgical fixture test platform (sftp). No visual failures related to the reported problem were found during inspection. Functional testing on an sftp system resulted in failing axis 1 motor. An applied behavioral analysis swap was performed on axis 1 motor and confirmed it as the root cause of the reported event. To rectify the unit failure, the axis 1 motor assembly will be replaced. The probable root cause is attributed to an electrical/fiberoptic defect pertaining to the axis 1 motor of the mtm.

Event description:
Refer to h11 for follow-up information.